Event description:
It was reported that prior to use with an unspecified amount of bd micro-fine¿ plus insulin syringe the insulin could not properly be injected. This is the 2nd of 3 incidents. The following information was provided by the initial reporter: the customer uses bd micro-fine plus demi u-100 (0,3 ml) almost a year for insulin injections. Previously 1 out of 10 syringes were defected. For recent lot 2136574 a all ten syringes in the polybag. Were defective. Defect is related to incorrect plunger head position (higher or lower the zero level).

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos and illustration provided. Customer returned five photos of 30gx8mm syringe. The customer reported a defect of incorrect plunger head position (higher or lower the zero level) and extra lubrication on the needle tip. As no physical samples were received, no findings or conclusions were able to be ascertained as the testing involves volumetric analysis with physical samples. Since the reporter returned an illustration of the syringe the reported defect of scale misaligned and difficult/unable to operate (dosing) cannot be confirmed based upon this illustration or the photos provided. A review of the device history record was completed for batch # 2136574. All inspections were performed per the applicable operations qc specifications. Based on the photos and illustration received, embecta was unable to confirm the customer¿s indicated failure of scale misaligned. The root cause cannot be determined as the issue is unconfirmed.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with an unspecified amount of bd micro-fine¿ plus insulin syringe the insulin could not properly be injected. This is the 2nd of 3 incidents. The following information was provided by the initial reporter: the customer uses bd micro-fine plus demi u-100 (0,3 ml) almost a year for insulin injections. Previously 1 out of 10 syringes were defected. For recent lot 2136574 a all ten syringes in the polybag were defective. Defect is related to incorrect plunger head position (higher or lower the zero level).